Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a 'loss of prime' warning occurred. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jun-2018 with the following findings: a review of the black box for the date of the complaint was unavailable. The available black box showed loss of prime warnings associated with a low non-zero force. An ezprime and 24 hour duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor measured within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.